Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a box change out. Chest x-ray revealed externalized conductors and change in threshold. The lead was capped and replaced. The patient was stable post-procedure.